Event description:
Physician reported rupture of the left side device diagnosed via MRI. Device has been explanted and replaced.

Manufacturer narrative:
Primary reporter phone number provided: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: no observed opening. Red particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown. The device has been explanted.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d4, h4, h6.